Event description:
Initially, an electronic report was received of a dialyzer reaction that occurred to a pt undergoing dialysis treatment. The rn mgr who initially reported this event was contacted for additional info. It was learned that for this event, the pt has started dialysis therapy at 1105 and at 1135 had a bp of 78/42 and was also in both cardiac arrest and respiratory arrest. Staff reinfused the blood, gave chest compressions and assisted breathing for approx 2mins. Ems was called and at 1140. It was reported the pt was breathing on his own. The pt was transported to the ER for evaluation. The pt had arrived pre dialysis with 15.5 kg of fluid on and the target fluid removal was set at 2.1 mg. It is also noted for staff to start bfr at 150 and increase slowly to 400. The pt was admitted. There is no sample or lot number available for an evaluation. The pt remained on this dialyzer for hemodialysis. This pt also has a history of non compliance with prescribed beta blocker. Electrolytes were obtained and demonstrated a normal k+. EKG demonstrated a normal sinus rhythm. The plan of care was to admit for cardiac evaluation. The pt was later discharged and continued dialysis with use of this dialyzer.